Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded low out-of-range pacing impedance measurement, measuring less than 200 ohms in the right ventricular (rv) channel. Data analysis was performed, and boston scientific technical services indicated that the rv impedance started decreasing since in august 2021 and from may 2023 had been constantly saturated and measuring less than 200 ohms. The healthcare professional should consider replacing the lead since lead diagnostic is not possible at this moment. Troubleshooting steps were provided to exclude or confirm mechanical issues or lead impairment. No adverse patient effects were reported. The device and rv lead remain in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded low out-of-range pacing impedance measurement, measuring less than 200 ohms in the right ventricular (rv) channel. Data analysis was performed, and boston scientific technical services indicated that the rv impedance started decreasing since in august 2021 and from may 2023 had been constantly saturated and measuring less than 200 ohms. The healthcare professional should consider replacing the lead since lead diagnostic is not possible at this moment. Troubleshooting steps were provided to exclude or confirm mechanical issues or lead impairment. Multiple attempts were made to obtain information regarding the physician's plan to replace the device or lead, unfortunately there was no further information available. No adverse patient effects were reported. The device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.